Event description:
Information was received indicating that the cadd solis vip pump displayed an air in line alarm. There were no adverse events reported.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion ambulatory infusion pumps/cadd solis vip pumps - 2120 reported air in line was duplicated during testing. This was caused by air detector needing replacement. The physical condition of the device revealed foam missing in battery door. Action was taken to replace air detector. Device then passed all functional testing.

Event description:
Device evaluation in h 6.